Manufacturer narrative:
Concomitant medical products: bard solo 25 fr double lumen PICC; bd posiflush normal saline flush syringe, 10ml; lot #8261613b; therapy date (B)(6) 2018. The customer¿s complaint that the connector leaked between the needless connector and the PICC during the first flush could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak between the PICC and needleless connector with the initial flush. Subsequent flushes didn't leak. There was no patient harm.